Event description:
Pt presented with small bowel bleed as well as small bowel obstruction which had no relation to the mesh. Surgeon chose to remove mesh during repair of bleed and obstruction because he found the edges of the mesh were curled over, the mesh had adhered to the surrounding tissue and the ring had at least one break in it. The pt was not experiencing any symptoms related to the mesh.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up will be submitted when evaluation has been completed.